Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the patient did not provide the physician and the hospital during the initial report. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported by the patient that a 27mm 6900ptfx mitral valve was explanted after an approximately implant duration of nine (9) years, nine (9) months due to unknown reason. The explanted valve was replaced with an unknown device. According to the patient, she underwent the procedure in 2019 to replace the mitral valve with a pig valve because the previous valve did not last long. No additional information is available.